Event description:
Additional information was received: it was reported that the replacement of the batteries resolved the issue with the patient programmer function, and the patient was given a spare recharger cord. The issues were resolved.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to synchronize with their rechargeable battery (rc) and the patient programmer (pp). After they pressed the synchronize button the display still remained with the home screen. They tried reinserting the batteries of the patient controller and turned on and off their pp many times but they could not connect. Additional information was received from the rep indicating that the patient couldn't communicate with the recharger due to it being out of battery and unable to charge as the connection cord was broken. The issues had been happening on (B)(6) 2021. The patient didn't experienced any trauma or falls. The error message on the pp said "medtronic and 2.1" after they pressed the synchronize button. The patient would try inserting alkaline batteries.